Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: in the initial MDR patient code 3191 was provided and noted to be for removal in section h10, however, the code should have been provided for aphakic. The lens was removed due to a product problem and no replacement lens was implanted thereafter. Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 9/16/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the product was returned in its original packaging and inside the daisy wheel case. Lubricating material residues and loose particles can be observed on the lens surface. The lens was returned cut with one haptic broken and the other appeared to be damaged/distorted. The reported issues were verified. However, due to the condition of the sample returned it is not possible to determine the reported issues are related to the manufacturing process or to the removal process. Based on the analysis of the sample returned a product quality deficiency could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided if implanted; if explanted; give date: not applicable, as lens was removed during the same procedure. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported issues with an ar40m. During surgery, when the lens is inserted into the eye once it is loaded in the lens holder cartridge, one of the legs remains outside the eye, and the entire lens must be removed because it would not be able to be fixed. In the extraction of the lens, the body of the lens is also broken, so that the returned lens has broken one of the legs and the body of the lens. The lens comes into contact with the patient's eye, it breaks during the introduction into the eye. The surgeon removes the cataract but ultimately does not place any lens because the patient has a low prescription and prefers to avoid further trauma to the eye. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.